Manufacturer narrative:
The obituary stated that the patient passed form this life suddenly (B)(6) 2020, at (B)(6).

Event description:
In an outbound call for a 2021 benefit verification effort, the answerer mentioned that the patient passed away. The answerer does not know whether the patient was taking v-go. No additional information is known.